Manufacturer narrative:
The images used in relation to the reported issue were evaluated by medtronic personnel. The images were found to be not to medtronic protocol resulting in the reported issue. The software investigation found that the reported event was unrelated to a software issue. The software functioned as designed.

Manufacturer narrative:
Updating patient age from (B)(6).

Manufacturer narrative:
Patient identifier and weight are not available from the site. Issue resolved at time of call to medtronic specialist. On 01/11/2017 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 01/12/2017 medtronic representative reported a planned maintenance (pm) was conducted and the navigation system was functioning fine. Precision of instruments and system was verified after surgery. No errors were found. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred in ap/axial direction. When pointing to the bone under the right eye, navigation indicated that the instrument was on the other side of the bone touching the eye. Navigation indicated that it was 1-2 millimeters above the bone on the eye side. Accuracy was good in lateral/sagittal and coronal direction, however, not in axial direction. When pointing to the ceiling of maxillary sinus (right) navigation indicated that the instrument was above the orbita floor touching the eye. Alleged inaccuracy was estimated at approximately 4-6 millimeters. In trouble-shooting, the patient was lying in supine position with the emitter positioned at 11 o'clock (6 is on chin and 12 on scalp). Distance and height was according to instructions. The surgeon alleged there was inaccuracy in different directions by pointing to a known anatomical structure, then continued the procedure with this knowledge. The surgeon completed the procedure with the use of the navigation system. There was no delay of therapy. There was no impact on patient outcome.